Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the 63b electrodes were causing skin irritation. The patient said she uses the electrodes for 2 or 3 days and then takes them off at night on the 2nd or 3rd day. 63b electrodes lot #020001. The patient was told to just use the electrodes during the day and not at night. New 63b electrodes were shipped to the patient. Update: the patient spoke with the doctor in march and he advised to wait until the area was clear and try again.